Manufacturer narrative:
The nurse reported that the data was not transferring to the emr and then later called and stated that that central nurse's station (cns) was down. Tech support contacted the customer, and they stated that the issue was resolved but they do not know how it was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(6) 2022 emailed customer via (B)(6) outlook for all items under the no information section. The customer responded back with that they do not have any information regarding this matter. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The nurse reported that the data was not transferring to the emr and then later called and stated that that central nurse's station (cns) was down. Tech support contacted the customer, and they stated that the issue was resolved but they do not know how it was resolved. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the data was not transferring to the emr and then later called and stated that that central nurse's station (cns) was down. Tech support contacted the customer, and they stated that the issue was resolved but they do not know how it was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with that they do not have any information regarding this matter. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The nurse reported that the data was not transferring to the emr and then later called and stated that that central nurse's station (cns) was down. Tech support contacted the customer, and they stated that the issue was resolved but they do not know how it was resolved. No patient harm was reported.

Event description:
The nurse reported that data was not transferring to the emr, then later reported that the central nurse's station (cns) was down. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that data was not transferring to the emr, then later reported that the central nurse's station (cns) was down. When technical support (ts) contacted the customer, they stated the issue was resolved, but did not know how it was resolved. No patient harm was reported. Investigation summary: based on the reported information, nihon kohden (nk) was able to confirm the reported issues. However, nk was unable to determine a definitive root cause, as the issues are user dependent, and nk was unable to gather any further information. It is possible that the server needed to be restarted due to a user related error, which can lead to the reported issues of hl7/server issues and communication issues. Ts advised the customer to work with their biomedical department for assistance on restarting/resetting the server to resolve the reported issues. Although nk was unable to determine a definitive root cause of the issues, potential causes can be adt (admit, discharge, transfer) settings, data interruption, incorrect emr settings, hl7 or host server configuration, not sending data or vitals to the emr system, an incompatible software version, time system sync data issues, and other incorrect setting issues, communication issues, network environment issues, ungraceful exits, incorrect settings, and wrong network installation/setup (user errors). If a device has a communication or signal loss issues, typically it is due to a facility network connectivity issue, facility server communication issue, or is due to a facility it (information technology) related issue. Communication and signal loss can also occur due to a user related setup error or in some cases, a device or component could be damaged, due to having been dropped, mishandled, or possibly due to mechanical stress or wear and tear during normal use of the device. This can also lead to multiple issue with the cns device. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 - b7 d1 brand name d4 model number catalog number serial number UDI number d10 g4 PMA / 510k number h4 device manufacture date attempt #1 01/11/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/18/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 01/24/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded, stating they do not have any information regarding this matter. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.